Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # (B)(4). The device was investigated by a maquet field service technician. According to the service order: no failure of the device could be reproduced. This unit passed all functional and safety tests. It has been cleared for clinical use and returned to the customer. And we received also a statement of the ECMO/vad program manager: "stated that the patient incident was not a result of the failure of the rotaflow. Hospital risk management requested that getinge service inspect the device as a precaution. Since the reported failure was not a result of the failure of the rotaflow no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
It was reported that the rotaflow console had no flow during patient treatment. The patient expired due to congenital condition. The incident was not a result of the rotaflow according to the customer statement. The device was checked by a maquet fst with the result "no failure of the device could be reproduced". Internal reference: (B)(4).